Event description:
Husband had to go up inside me and pull tampon out with his fingers - vagina [foreign body in reproductive tract]. The string detached from the absorbent part before the tampon was pulled out from body [device breakage]. Probable manufacturing cause [manufacturing issue]. Consumer contacted via e-mail and stated the string had detached from the absorbent part before the tampon was pulled out from her body. No serious injury was reported.

Manufacturer narrative:
On 19-aug-2020 product investigation results: cause was traced to manufacturing. Action plan is in place.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Husband had to go up inside me and pull tampon out with his fingers - vagina [foreign body in reproductive tract]. The string detached from the absorbent part before the tampon was pulled out from body [device breakage]. Case description: consumer contacted via e-mail and stated the string had detached from the absorbent part before the tampon was pulled out from her body. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Husband had to go up inside me and pull tampon out with his fingers - vagina [foreign body in reproductive tract], the string detached from the absorbent part before the tampon was pulled out from body [device breakage]. Case description: consumer contacted via e-mail and stated the string had detached from the absorbent part before the tampon was pulled out from her body. No serious injury was reported.